Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose was 253 mg/dl at the time of incident and the blood glucose level was 75 mg/dl at the time of call. The customer was assisted with troubleshooting. Advise customer in performing a 5.0 unit fill cannula. Customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer stated that the insulin exits the tubing. Customer stated that they were able to assemble a new infusion set and reservoir and issue has been resolved. The customer reported that the blood glucose reached 404 mg/dl and experienced 207 mg/dl as well. The device will not be returned for analysis.